Event description:
It was reported that during a scheduled device change due to eri, left ventricular (lv) lead exhibited loss of capture upon interrogation prior to generator change. Fluoroscopy was performed and showed the lv lead retreated to the right atrium. The lead was attempted to be extracted but became lodged in the superior vena cava. The lead was capped and replaced on (B)(6) 2026. The patient is discharged.